Event description:
Report received in 2003 that pt had refill 2 days before and md added baclofen to morphine and ever since pt is extremely lethargic. Follow up with hcp of record revealed pt had been managed with phamacy compounded mixture of bupivicaine, dilaudid and baclofen 500 mcg. Pt went to another state for an extended period - went to another md there for refill. This md had no programmer to program the pump. Since payment for hydromophone was at issue the hcp elected to fill the pump with norphine and increased the baclofen to 4 mg/ml (revealed on analysis of the pump contents post event.) No reprogramming of the pump to accommodate for the prescription change was done because of lack of a programmer. Pt developed symptoms of unresponsiveness and respiratory arrest. Spouse attempted to get assistance for pt from local emergency room but staff was not familiar with management of the pump. Hcp of record notified manufacturer and arranged for co rep in the area to meet pt at the ER. Pt's pump was shut off by co rep and pt was given IV narcan and aroused with this treatment. Pt stayed in ICU until stable. Pt then returned to regular hcp - drug aspirated from pump and the morphine and baclofen concentration identified. Pt reported that out of state hcp had difficulty filling pump and had "everted" the device. Hcp of record filled pt's pump with saline until pt was stable, then pt was started at low dose of previous mixture - no relief experienced by pt. Dye study done -revealed kinks in the tubing - consistent with pump being filpped over. Incidental to dye test pt received a bolus of 50 mcg/ml of dilaudid as a bolus and became somnolent and required observation in the ICU. Pt is stable now and the catheter is scheduled to revised.